Event description:
Pt reported the explant of a lap-band device due to alleged "band slippage, inability to tolerate solid foods, excessive weight loss, and hair loss". Health professional reported these events were first noticed when pt complained of "reflux and inability to tolerate food", at which point the physician "took the fill out" to resolve the issue. Pt returned presenting with "severe dysphagia and malnourishment", reporting that "even liquids wouldn't stay down". An esophagogastroduodenoscopy and computed tomography were performed that showed the "band was in a good place with no slippage or erosion into the stomach", though the "gastric pouch appeared enlarged". The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or model number. Reflux, dysphagia, pouch dilatation, and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilation as follows: "band deflation may not resolve the dilation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilation." Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have eben reported after gastric restriction procedures." Device labeling addresses the possible outcome of intolerance as follows: "complications, which may result from the use of this product, include the risks associated with the medications and methods utilized in the surgical procedure, the risk associated with any surgical procedure, and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of weight loss malnutrition as follows: "caution: pts must be seen regularly during periods of rapid weight loss for signs of malnutrition, anemia, or other related complications."